Event description:
In (B)(6) of 2007, I had lasik surgery at (B)(6). Several evals were done prior to the surgery. Because I was over 40 monovision was suggested to me. Prior to having the lasik I was told I needed to have a preliminary surgery on my left eye, my dominant eye. I had recurrent episodes of redness and irritation in that eye and had been treated by both a regular physician and an eye specialist, given antibiotics etc, and it always seemed to come back. During the initial eval by dr. (B)(6) said I had "extra tissue" on that eye and it needed to be removed and the eye had to heal prior to the lasik surgery. Since the surgery to remove the "extra tissue", the repeated redness and irritation has not reoccurred. Once my left eye healed from that surgery, approximately 6 weeks later, I underwent lasik. Then I underwent a 3rd surgery on my left eye to "tweak" the distance vision. I have not had a problem with halos or other night vision problems, however, I began having dry eye not long after the surgeries. I was told it was temporary and given more eye drops. It has not been temporary, and it is worse in my left eye. No doubt because of the 3 surgeries. I use restasis daily. Most of the time that keeps it at bay, however, some days it flares up and I can barely function because of it. The only "remedy" is to lay down and keep my eyes closed, sometimes for hrs, sometimes overnight, it's usually better the next day. My vision has also changed and I was prescribed glasses last yr, which I wear occasionally. Lasik isn't permanent, but no one tells you that. I'm also at the point where I sometimes need reading glasses; however, some days it seems neither the reading glasses -which are not geared for monovision eyes- or the prescription glasses work. Reading is blurry and difficult. Reading road signs is clearer with my right eye -weak eye- shut, using my left eye only. Near or far, nothing is very clear. I thought I was losing my mind until I read another person's report of fluctuating vision and not knowing how his eyesight would be from day to day. I'm now worried that this could get much worse.